Manufacturer narrative:
Conclusion: as part of our investigation, attempts to obtain specific details from the author regarding the 14 ancure devices and the associated complications noted, if any, were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events, if any, have been previously reported.

Event description:
The following journal article was reviewed: becquemin, j., majewski, m., fermani, n., marzelle, j., desgrandes, p., allaire, e., and roudot-thoraval, f., (2008). Colon ischemia following abdominal aortic aneurysm repair in the area of endovascular abdominal aortic repair. The society for vascular surgery. 47 (2): 258-263. The article focused on a review of 1174 consecutive infrarenal aaa patients who were treated at the hospital between early 1995 and late 2005. This population consisted of 682 patients who were treated via open repair and 492 patients who were treated by evar (endovascular abdominal aortic repair). The evar patients received various commercially available stent grafts from several different manufacturer. Of the 492 patients, 14 were noted to have been treated using the ancure device. The article discusses post-operative colonic ischemia and attempts to assess the rate, morbidity, mortality and associated factors of occurrence. In the 492 evar patients, it was noted that post-operative colonic ischemia occurred in seven patients with four deaths, but the article did not specify which devices were used in those particular patients. There were no allegations of product malfunction contained within the article.